Event description:
It would be an improvement to make a ladies size and made in one solid piece of material and not layers. My two protector guards came apart and very bulky. Please send me a better product.

Manufacturer narrative:
Device not returned to MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.